Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Loud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were hospitalized due to an infection and later experienced high glucose levels at home, leading to another hospitalization. The hospital personnel lost her controller, and she called to ask if her settings were stored in her account. Upon learning that the settings were not stored, she hung up before asking further questions. The agent attempted to call back but received no answer. The patient's glucose levels, recent messages or alarms, and other specific details were not obtained due to the call being disconnected. There was multiple outreach attempts but was unable to reach the customer, leaving voicemails with return contact information.

Event description:
It was reported by the patient that they were hospitalized due to a bad bladder infection. Patient reported she was treated and sent home. The next morning the patient woke up to high blood glucose levels in the 400 mg/dl range resulting in hospitalization and dka. The hospital personnel lost her controller, and she called to ask if her settings were stored in her account. Upon learning that the settings were not stored, she hung up before asking further questions. The agent attempted to call back but received no answer. The patient's glucose levels, recent messages or alarms, and other specific details were not obtained due to the call being disconnected. There were multiple outreaches attempts but was unable to reach the customer, leaving voicemails with return contact information.

Manufacturer narrative:
Remove from (B)(4): health effect - clinical code: e1719 skin infection add to (B)(4): health effect - clinical code: e120501 diabetic ketoacidosis and e1205 hyperglycemia remove from b5 - describe event or problem: it was reported by the patient that they were hospitalized due to an infection and later experienced high glucose levels at home, leading to another hospitalization. The hospital personnel lost her controller, and she called to ask if her settings were stored in her account. Upon learning that the settings were not stored, she hung up before asking further questions. The agent attempted to call back but received no answer. The patient's glucose levels, recent messages or alarms, and other specific details were not obtained due to the call being disconnected. There was multiple outreach attempts but was unable to reach the customer, leaving voicemails with return contact information. Add to b5 - describe event or problem: it was reported by the patient that they were hospitalized due to a bad bladder infection. Patient reported she was treated and sent home. The next morning the patient woke up to high blood glucose levels in the 400 mg/dl range resulting in hospitalization and dka. The hospital personnel lost her controller, and she called to ask if her settings were stored in her account. Upon learning that the settings were not stored, she hung up before asking further questions. The agent attempted to call back but received no answer. The patient's glucose levels, recent messages or alarms, and other specific details were not obtained due to the call being disconnected. There were multiple outreaches attempts but was unable to reach the customer, leaving voicemails with return contact information.